Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the battery charging lasts less than expected. No harm requiring medical intervention was reported. Troubleshooting was not performed. The device will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for alleged device heating up and charge/battery lasts less than expected found on august 01, 2022. The device passed the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test. The device passed the displacement accuracy test at 0.0875 inches. The device failed the active current test, sleep current test, and the self test. Test p-cap and reservoir locked properly into the reservoir compartment. Insulin pump error alarm appeared during the self test. No battery alarms, alerts, or anomalies noted during testing. Device did not heat up during testing. Successfully downloaded insulin pump history files and traces and generated carelink reports. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specific range. Device alarmed a low battery alert on the event date of january 08, 2022 at 23:10:00.000 or 11:10 pm and was expected. Insulin pump error alarm alarmed during testing on october 21, 2022 at 6:08 am (variable #: 3). Device was cut open to perform visual inspection and found a broken trace on the keypad assembly, moisture damage was found on the force sensor and the keypad flex connector, lithium backup battery, electrical board 1, and electrical board 2. The following were also noted during visual inspection: scratched case, cracked case, cracked case (battery tube), broken belt clip rails, cracked case-corner of belt clip rails, label damage, corroded battery tube, missing display window/cover, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, end cap address label missing, and keypad overlay texture damage. Charge/battery lasts less than expected, high sleep and active current measurements were confirmed due to moisture damage on electrical board 1, electrical board 2, the force sensor, the keypad flex connector, and the lithium backup battery. Device heating up was not confirmed. Insulin pump error alarm was confirmed during testing due to broken trace at pins #6 sda and #1 vdd at keypad assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.